Manufacturer narrative:
According to the the olympus service center, when evaluating the device, the green led illuminates, but the transducer doesn't output any power. After a few seconds, the warning led illuminates no power output. This unit is unrepairable. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, during a stone crushing procedure, the shockpulse lithotripsy transducer would not power on. According to the initial reporter, the device fails after two minutes of use. The intended procedure was successfully completed with a similar device. There was no prolongation of the procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, and h10.based on the internal risk summary tool, this supplemental report is to inform that upon further review, this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to cause or contribute to death or serious injury if it were to recur.